Manufacturer narrative:
Additional information: d4: expiration date (update to n/a), h4, h6 (update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed a top web (printed side) of blister package and next to it a zip lock bag with a set inside with a syringe attached. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no. (Additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp high flow rate extension set was leaking from a hole in the tubing which resulted in the line lumen clotting off. During a fentanyl drip, it was observed that there was a leak from a hole in the tubing. The patient did not receive the drug and the line lumen clotted off. The issue occurred during patient use. The device was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.